Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation did not observe over-heating, however, the pump ran noisy and the device failed the pressure test, establishing a relationship between the device and the reported event. The root cause identified as a defective vacuum pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during nwpt, the renasys go was overheating. The pump was replaced. No patient injury or other complications were reported.